Event description:
During a cardiac procedure using a viewflex xtra ice catheter, a fractured tip on the catheter was noted. The viewflex ice catheter was inserted through a 9f non-sjm introducer and advanced through a tortuous femoral vein. After a difficult transseptal puncture was performed and after much manipulation of the viewflex ice catheter, a kink was noted on the tip of the catheter. The catheter was removed from the body and replaced. The procedure was completed with no adverse consequences to the patient.